Event description:
Customer reported the the cross arm brake was broken. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cross arm brake. System operates as intended.